Event description:
It was reported that during the pulmonary vein isolation with farapulse procedure to treat paroxysmal atrial fibrillation in the left atrium, faradrive steerable sheath clear, was selected for use. It has been mentioned that faradrive was prepared on the table then inserted in left atrium. The physician aspirated and flushed after the removal of the dilator. Then the catheter (after preparation) was inserted inside the sheath, aspiration was performed by the physician when the catheter was in the transparent part of the sheath. However, the bubbles were always coming in the syringe. Physician removed the catheter and aspirated/flushed the sheath again. Then the physician reinserted the catheter inside the sheath and the same issue occurred. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Event description:
It was reported that during the pulmonary vein isolation with farapulse procedure to treat paroxysmal atrial fibrillation in the left atrium, faradrive steerable sheath clear, was selected for use. It has been mentioned that faradrive was prepared on the table then inserted in left atrium. The physician aspirated and flushed after the removal of the dilator. Then the catheter (after preparation) was inserted inside the sheath, aspiration was performed by the physician when the catheter was in the transparent part of the sheath. However, the bubbles were forming in the syringe. The physician removed the catheter and aspirated/flushed the sheath again. Then the physician reinserted the catheter inside the sheath and the same issue occurred. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The product was returned for analysis. It was further reported that only the dilator was inserted in the sheath before the catheter. A pressure bag was used for the irrigation of sheath. The reported air bubbles were observed in the flushing line while aspirating blood and then also in syringe. The guidewire was positioned at the tip of the catheter. No air was seen in the patient.

Manufacturer narrative:
B5: describe event or problem - updated. A2: age at time of event, unit of measure- age - updated. A3: sex, gender - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation with farapulse procedure to treat paroxysmal atrial fibrillation in the left atrium, faradrive steerable sheath clear, was selected for use. It has been mentioned that faradrive was prepared on the table then inserted in left atrium. The physician aspirated and flushed after the removal of the dilator. Then the catheter (after preparation) was inserted inside the sheath, aspiration was performed by the physician when the catheter was in the transparent part of the sheath. However, the bubbles were forming in the syringe. The physician removed the catheter and aspirated/flushed the sheath again. Then the physician reinserted the catheter inside the sheath and the same issue occurred. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The product is expected to be returned. It was further reported that only the dilator was inserted in the sheath before the catheter. A pressure bag was used for the irrigation of sheath. The reported air bubbles were observed in the flushing line while aspirating blood and then also in syringe. The guidewire was positioned at the tip of the catheter. No air was seen in the patient.